Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 04/07/2016 to report that they experienced no audio output and a hypoglycemic event on (B)(6) 2016. Patient had a missed low due to the receiver not beeping. Patient's husband found the patient sitting on the floor and she was incoherent. Patient's husband checked her blood sugar, which was in the low 50's and gave her some juice. Patient recovered. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - correction, correction, (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver data log was downloaded and reviewed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of no audio output was not confirmed. A root cause could not be determined.